Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented during a follow up in clinic. Upon investigation, left ventricular lead fracture was noted. Additionally, the lead had retracted into the right atrium. The lead was not functioning properly. Patient had a history of cardiomyopathy and aortic stenosis. The lead was capped and replaced on (B)(6) 2017 and the device was replaced due to normal elective replacement indicator (eri). Patient was stable.